Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025 the patient had an esprit below the knee implanted in the right tibioperineal trunk artery. Two days later the patient begins to experience purpura (rash, allergic reaction). A steroid shot was administered; however, the patient is still experiencing purpura leg, arms and trunk. The patient never listed any allergies or stated any allergy testing has been done. The patient is being seen by the physician for re-evaluation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of hypersensitivity is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025 the patient had an esprit below the knee implanted in the right tpt trunk. Two days later the patient begins to experience purpura (rash, allergic reaction). A steroid shot was administered; however, the patient is still experiencing purpura leg, arms and trunk. The patient never listed any allergies or stated any allergy testing has been done. The patient is being seen by the physician for re-evaluation. No additional information was provided.